Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with episodes of non-sustained rv oversensing. Review of session records showed functional loss of capture with atrial paced events. Patient had retrograde at implant but during in-clinic testing, patient did not have it. Programming changes were made and the patient was continued to be monitored. Again, non-sustained rv oversensing episodes were noted. Competitive atrial pacing leading to pseudo pseudofusion was observed. Programming changes were made. Patient will continue to be followed normally.